Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse effects, number seven states, "undesirable shortening of limb". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
Patient reported total hip arthroplasty was performed on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2010, due to screw fracture, loosening of the custom tri-flange component, and a leg length discrepancy. The femoral stem and centralizer components remain implanted. The modular head and all acetabular components were removed.